Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to fluid ingress leading to moisture in between the membranes of the touchscreen.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported while using the vela ventilator, the entire touch screen is non responsive and showing signs of delamination the bottom right hand corner. The customer reported there was no patient involvement associated with this event.